Event description:
It was reported the patient had a bad experience while going through the trial. It was stated the patient started their trial on (B)(6)-2012 and the therapy did not work very well and then they were allergic to the adhesive the doctor used. It was stated the patient had a very bad reaction that led to the shingles breakout. The patient stated it was just awful and they were ready to quit the trial. It was noted it took one month to heal so they could get the permanent implant.

Manufacturer narrative:
(B)(4).